Manufacturer narrative:
The implicated product is a 7.0 fr. Single lumen catheter with tissue ingrowth cuff and -2 anti microbial cuff in a peel-apart percutaneous introducer system. No product has been received for evaluation. A lot history review reveals no mfg issues and no other complaints for this lot. No product has been received for evaluation; inconclusive. The complaint incident report documents that during the catheter placement procedure, x-rays had shown the catheter's distal tip had inadvertently been placed in the internal jugular vein. While attempting to reposition the distal tip, the catheter "got away" and embolized. The complaint file does not contain info indicating what type of placement had been selected (cut down or percutaneous) or if a suture wing was employed at the time of the complaint incident. The product instructions for use lists catheter embolism as a possible complication of central venous access devices.

Event description:
During placement, 1st attempted placement on left side, then right sede. After inserted, detected heart arrythmia, so catheter pulled back & xray done which showed catheter in ij. While repositioning, the catheter "got away and embolized."